Event description:
Reporter reported that a rt235 evaqua breathing circuit was leaking.

Manufacturer narrative:
The complaint device was received and performance tests were carried out. Results and conclusions: no fault was found with the product. "Circuit leak (infant evaqua)" for details of failure investigations". Unfortunately, this report was inadvertently omitted from the retrospective summary report 9611451-2007-00013 under exemption.